Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead. Physician took an x-ray and confirmed that there was externalization of conductor and decided to implant new lead. Physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.